Event description:
The device failed to charge to specifications.

Manufacturer narrative:
Eval of the device revealed that the failure was attributable to the failure of an internal diode. This is an isolated incident.